Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. This issue was preventing the customer from being able to place pump in storage mode. The pump was not being used for insulin therapy, so no blood glucose level was documented. The customer applied more pressure to the wake button to address the issue.